Event description:
Client purchased a new invacare shower chair model 9781 on (B)(6) 2012. He used it once on (B)(6) 2012 and heard a "pop" as though something moved into place. He used it the second time on (B)(6) 2012 at approx 0800 - he heard a crack, as he looked down he saw a triangle crack and the chair immediately broke in half. He went down backwards and hit his head. He received an abrasion and raised lump on the top of his head and was complaining of neck pain. Client weighed (B)(6) and chair is rated for up to 400 lbs. He's (B)(6) tall.